Manufacturer narrative:
A technical evaluation of the broken clamp used was not performed as the product has not yet made available for the investigation. According to our historical records, no other similar breakages have been reported from this product. A clinical evaluation of the x-rays of the case was not possible as the x-rays have not yet made available. The clinical evaluation, based on the few information available at this time, evidenced as follows: the patient has a 15 cm tibila defect, because infected bone had to be removed. The t-garches was applied to stabilize the bone prior to replacement, no lengthening or angular correction is anticipated just now, so the fixator is in compression. Because of this it should be stable, and the patient will come to no harm until the clamp is replaced in 4 weeks. The patient did not have an extra anesthetic, but a one hour prolonged anesthetic. This should not have done any harm. One hour extra during an orthopaedic operation is not unusual and should not cause the patient any problems. As long as a new clamp can be found to replace the existing at the time of the planned second surgery, the patient will have no ill effects. Additional data will be provided once the product involved and/or further information become available. Orthofix continues monitoring the products on the market.

Event description:
An adult male patient had a lrs advanced system used with the orthofix t-garches clamp on (B)(6) 2011, at (B)(6) for tibia deformity correction. The patient had a 15 cm osteotomy of non-viable bone due to infection. The operation went very well, and well completed the surgeon tightened all components. Upon tightening the locking screw on the front of the t-garches and the attachment screw to the rail completely cracked. The surgeon reversed the rail and clamp and used the other side and secured with a compression-distraction unit. The clamp will be changed in a routine planned surgery (bone transport in 4 weeks). No adverse events have been reported for the patient excepted of the anesthetic time prolongation (1 hour). (B)(4).